Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa ii meter, compared to doctor's meter within 10 minutes: 16.9 mmol/l (performa ii) and 8.4 mmol/l (doctor's meter). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.